Event description:
It was reported that patient underwent a primary hip surgery on (B)(6), 2007. Subsequently, a revision surgery was performed on (B)(6), 2014 due to implant fracture. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Evaluation in process but not yet complete. Upon completion of evaluation, a follow-up report will be sent to the FDA.

Manufacturer narrative:
A taperloc stem, magnum head and recap shell were revised after approximately seven years and three months due to ¿implant fracture¿. The items were returned for evaluation. Examination of the bearings indicate that the parts were well fixed in the patient and that were no signs of adverse wear of the magnum head or recap shell. The patient was (B)(6) and so high patient weight may have been a contributing factor to the failure of the implant. The supplied radiographs were suboptimal quality and accurate assessment of the implant positioning could not be carried out; therefore it is unknown whether positioning was a contributing factor to the stem fracture. The fractured taper had evidence of fretting residue and beach marks around the fracture surfaces which indicate that the part has failed through a fatigue mechanism. Without further information, no additional conclusions can be made.